Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: b5, d8, h2, h3, h4, h6, and h11. The subject device was returned for device investigation. The device evaluation found no growth. A risk review was performed, and no unanticipated failures or harms were identified. A historical review of the last 12 months of complaints was performed and no trends were identified. There was no report on the subject device being used in procedure after the suggested event was reviewed. Based on the data provided, there could potentially be a correlation between the device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified/the following deviation from instructions for use (IFU) was confirmed. Olympus will continue to monitor complaints for this device.

Event description:
Additional information was provided regarding this event. 13 colony forming unit (cfu) of micrococcaceae, 4 colony forming unit (cfu) of moraxella osloensis, and 17 colony forming unit (cfu) of staphylocococcus haemolyticus.